Event description:
Customer reported that while nitroglycerin was hanging, a channel error/"check IV set" came up as soon as the channel was turned on. The user turned off the channel and opened the door but the safety clamp fitment didn't close, so the "fluid free flowed". Reportedly, there was a transient drop in the patient's blood pressure. The patient was given a fluid challenge and was transferred to the cath lab as originally scheduled. Although requested, no further patient or event information was provided.

Manufacturer narrative:
(B)(4). Although requested, the device has not been received for evaluation. A follow up report will be submitted with investigation results should the device be returned for evaluation.